Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic low anterior resection, the blade was broken off inside the patient while the device was being actuated. The broken blade tip was retrieved from the patient with a forceps. No pieces were left inside the patient. The doctor commented that the device was not used on stiff tissues. Another device was used to complete the case. There were no adverse consequences to the patient. The broken blade will be returning.

Manufacturer narrative:
(B)(4). Batch # m91755. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. No incident related to the reported event was observed during the batch record review.